Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue and unable to curve. There is no indication of a product issue with respect to manufacture, design, or labeling. Section d: suspected medical device changed from steerable guide catheter to mitraclip xtw lot: 40307r3002.

Event description:
Subsequent to the previously filed report, additional information was received and the procedure description was revised: it was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt (lot: 31026r1098) and xt (lot: 30915r1074) clip were implanted successfully. A third clip xtw (lot: 40307r3002) was then attempted to be implanted. The clip delivery system was not maintaining the anterior or posterior position. The physician held the knob in placed while implanting the clip successfully. The procedure ended with mr grade 3. There was no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt (lot: 31026r1098) and xt (lot: 30915r1074) clip were implanted successfully. A third clip xtw (lot: 40307r3002) was then attempted to be implanted. The steerable guide catheter (sgc) +/- knob was not maintaining the anterior or posterior position. The physician held the knob in placed while implanting the clip successfully. The procedure ended with mr grade 3. There was no patient consequences or clinically significant delay.